Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: after the maintenance on the g5, user noticed that when he unplugs the power cable, the device doesn't show on screen that it is now powered by the battery. The ventilator still switches, you can see on the indicator below the g5 but on screen it still says ac connected without a red x on it.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: after the maintenance on the g5, user noticed that when he unplugs the power cable, the device doesn't show on screen that it is now powered by the battery. The ventilator still switches, you can see on the indicator below the g5 but on screen it still says ac connected without a red x on it.